Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon tried to put the cortical screw through the plate, but because it didn't work well, the screw was removed and the surgeon found something like a wire.

Manufacturer narrative:
The reported incident that bone screw variax full thread 2.7mm / l18mm was alleged of issue s-11 (breakage during surgery) could be confirmed based upon the picture provided. Based on the currently available information, the root cause could be attributed to user related issue. The failure may have caused by user by applying excessive pressure while inserting the screw at an angle, which may have caused the plate to scrape out a metal piece off the screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3) was reviewed: ¿important information for doctors and or staff: {¿.} ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments {¿.}pre-operative: {¿.} inspection is recommended prior to surgery to determine if implants have been damaged during storage {¿.}intra-operative[...] Avoid surface damage of implants'' [original statement(s)]. No indications of manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon tried to put the cortical screw through the plate, but because it didn't work well, the screw was removed and the surgeon found something like a wire.